Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on unknown date of death. Cause of death was stroke at the end and then coma and live for a week - but doesn't exactly know the cause of her death. Other relevant history, including preexisting medical conditions: high blood glucose. The blood glucose value reported was 900 mg/dl. The pump was not worn at the time of passing. The last known product(s) for this customer are as follows: unomedical, mmt-1715kl, mmt-332a. It was unknown whether the insulin pump was used with in 48 hours of reported high blood glucose event or not and it was unknown whether the automode feature was active at the time of event or not. No product return is required for unomedical. Customer discontinued to use the insulin pump. No product return is required for mmt-1715kl. No product return is required for mmt-332a.